Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was replaced to address the issue.

Manufacturer narrative:
Correction: e1 - initial reporter information corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was receiving the replace generator soon message. It is unknown if this occurred prematurely. In turn, surgical intervention may take place to address the issue.